Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon and remained in the protective sheath when the protective sheath was removed. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen. The stent implant was returned inside the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no damage noted to the sds. There was no damage noted to the protective sheath. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. Product performance engineering reviewed the incident information and the analysis of the returned rx vision stent delivery system (sds). It was reported that the stent dislodged from the balloon upon removal of the protective sheath. Reportedly, there was no patient involvement in this case. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices or improper / inadequate crimping at the time of manufacture. The analysis confirmed that the stent implant was dislodged and returned inside the protective sheath. There was no damage observed to the stent, protective sheath or catheter, which indicates that forced sheath removal was not a likely cause of the dislodgement. However, there was contrast visible in the inflation lumen of the sds, suggesting that the device was prepped in this case. It is possible that at some point, positive pressure may have been applied to the system, causing the balloon to slightly expand and thus partially deploying the stent. This would also cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. In this instance, there were crimp marks evident on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Dimensional analysis also confirmed that the outer diameters of the stent implant and inner diameter of the protective sheath both met manufacturing criteria. Although the reported stent dislodgement may be related to operational context of the device, no conclusive root cause can be determined. To ensure that this type of occurrence is not a result of a manufacturing related issue, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot and all on-line inspections and testing met manufacturing criteria. This MDR is considered closed by the product performance group.